Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the service center, a "ventilator service required" error code 203 (vpwrfail_failure) was found in the ventilator's downloaded error log. The technician recommended replacing the device's system board to address the issue. In addition, the device did not meet acceptance criteria of evaluation process for missing rubber feet and cable clamp. The device is not needed for inventory and was scrapped.